Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a previously implanted surgical valve (manufacturer unknown), after the valve was released, it dislodged. The valve was negative on a the non-coronary cusp (ncc). A post implant balloon aortic valvuloplasty (bav) was performed to resolve the severe paravalvular leak (pvl), but without success. A second system was prepped and loaded. Prior to using the second system, the implanting requested a second injection of contrast to verify the positioning of the valve. Following the injection, it was found that the leak had zeroed out, making it unnecessary to implant the second prosthesis. The post bav has alleviated the pvl. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Intraprocedural fluoroscopic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. Images showed an evolut bioprosthetic valve implanted into a surgical valve of unknown type and size. The evolut appeared to have been deployed very shallow, approximately 1mm below the radiopaque ring of the surgical aortic valve. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm depth of implantation of the first valve is higher than the recommended 3mm target and >5mm, therefore a recapture was warranted. Despite the high position, the valve was released, dislodging above the surgical radiopaque ring causing significant aortic insufficiency. Subsequently, a post balloon aortic valvuloplasty was performed, which seemed to have revolved the aortic insufficiency. Despite the high position of the evolut, the lack of aortic insufficiency and the stable position of the valve, no further intervention was warranted. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.